Manufacturer narrative:
Engineering investigation: the condition of the vsx device as returned was consistent with the report of a stuck deployment line during attempted deployment. However, it is unknown if the deployment line became stuck immediately after deployment was initiated or after some deployment line had been pulled through the catheter. Gore was unable to obtain information from the complainant to confirm when exactly deployment via the knob could not be continued. The engineering evaluation observed approximately 34 cm of deployment line exiting the hub. This amount of deployment could have occurred during procedure or after the device was withdrawn from the patient and possibly subjected to manipulation outside of the procedure. Deployment difficulty was noted during the engineering evaluation: deployment could not be continued by pulling the knob, and no cause could be identified concerning the observed difficulty. The engineering evaluation observed a kink in the catheter near the transition and a knot in the deployment line. The root cause of these observations cannot be determined with the available information. Deployment could ultimately resume with traction applied at the endoprosthesis, demonstrating the zipper to be functional. Procedural deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The root cause of the partial deployment with stuck deployment line could not be established with the available information, including device evaluation.

Manufacturer narrative:
The codes a040601 deformation due to compressive stress and c070601 deformation problem were sent by mistake and do not apply.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the case number. H3 other: the device was received, but investigation has not started yet. An engineering investigation will be conducted. H6 evaluation codes investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further information was requested from the physician, but was not provided yet. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that the patient underwent endovascular treatment for an unknown application in an unknown anatomical location with a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). It was stated that when the physician tried to implant the vsx device, it did not open. The self expanding system did not work. No further details are available at the moment.